Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7133952. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7134170. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) charging and remote connectivity issues. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Sc-1216; (B)(6). Investigation results the device was not returned to boston scientific for analysis. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2218-50; (B)(6). Investigation results the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Sc-2218-50; (B)(6). Investigation results the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) charging and remote connectivity issues. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.